Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer's family reported a loss of therapy; the patient had accidents for about a week. The family wanted to help the patient switch programs but the programmer did not turn on as the patient never put in new batteries. They planned to purchase new batteries. Additional information reported the patient was feeling stimulation and no trauma/ fall was related to the issue. The patient changed from program 1 at 2.2v to program 2 at 0.5v. The patient was having more accidents and there was a sudden change in therapy/ symptoms. The patient was implanted about a year prior to report, she never received an ID card. There was no telemetry with antenna. No patient harm was reported. No further information was provided about this event. If additional information is received, a follow up report will be sent.